Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 7075767. Product family: scs-ipg-r-MRI upn: m365sc12320 model: sc-1232 serial: (B)(6) batch: 588127.

Event description:
It was reported that the patient experienced a pocket site pain and the contacts were out. Patient had a breakdown of her skin at the incision site. All components were explanted and will not be returned per hospital policy.